Manufacturer narrative:
Submit date: 9/14/2017.

Event description:
The customer states that the enteral feeding pump was pumping inaccurately.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received from the customer, the complaint has been deemed not reportable. Originally reported: "the customer states that the enteral feeding pump was pumping inaccurately." "The customer states that during enteral feed, the pump began giving the mother an error code and would no longer pump formula. She states that she tried to troubleshoot the pump on her own and powered the pump completely off and began trying to infuse the again. At this point she states that the pump would not "rotate" and pull any formula through. She began a feeding by gravity before contacting me. The mother tried to run water through the pump. The first try was unsuccessful and the pump would not prime." If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump was pumping inaccurately. During enteral feed, the pump began giving the mother an error code and would no longer pump formula. She states that she tried to troubleshoot the pump on her own and powered the pump completely off and began trying to infuse the again. At this point she states that the pump would not "rotate" and pull any formula through. She began a feeding by gravity before contacting me. The mother tried to run water through the pump. The first try was unsuccessful and the pump would not prime.